Manufacturer narrative:
SINCE THIS EVENT RESULTED IN A SERIOUS INJURY, IT IS REPORTABLE PER 21 CFR PART 803. THE DEVICE WAS NOT EVALUATED BECAUSE THE ISSUE IS A KNOWN INHERENT RISK OF THE DEVICE. WE WILL CONTINUE TO TRACK AND MONITOR THE TREND.

Event description:
IT WAS REPORTED THAT A PATIENT EXPERIENCED DENTAL IMPLANT LOSS DUE TO AN ADAPTER PROBLEM.

Manufacturer narrative:
Device received for this event is being corrected from ANK Impl A11 D3,5 mm/L11 mm Catalog # 31010010 to ANK C/X Impl B9.5/D4.5/L9.5 Catalog # 31010428. Correcting UDI # from to (b)(4). This is a follow up report for this corrected information.